Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. At this time, the product remains in service.